Manufacturer narrative:
Information was rec'd via published literature. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. These devices are used for treatment. The part numbers and lot numbers are unk; therefore, the device history records could not be reviewed. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/25952710.

Event description:
It is reported that the patient had radiolucent lines present at the femur with no evidence of loosening.